Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on august 27, 2020. The device evaluation summary was completed on september 7, 2020. A visual inspection was performed and it was found that the hemostatic valve was dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgement of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that while the carto vizigo¿ 8.5f bi-directional guiding sheath - small was used on the patient, the hemostatic valve fell apart. The sheath was exchanged to continue the case. The hemostatic valve was bleeding back and broken on the inside. The valve did not separate from the sheath. Excessive blood return was observed, but since no medical intervention was required it is assumed that the hemodynamics was not affected. No air entered the body. Since this bleeding was not life threatening, did not result in permanent impairment of a body function or permanent damage to a body structure; or did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, the potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. Therefore, it was assessed as not MDR reportable. The hemostatic valve issue was assessed as a MDR reportable hemostatic valve separation issue. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on (B)(6), 2020 that this device was returned in the condition reported as the hemostatic valve was dislodged inside the hub of the device. Therefore, this hemostatic valve issue remains assessed as a MDR reportable issue.